Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.